Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was issuing a low battery warning. The patient was scheduled to have the ipg but elected to have spine surgery done and have the ipg explanted at that time. It was reported on 03 may 2023, multiple attempts indicated it is unknown when the explant is scheduled. The rep was notified that the record will be closed and may be reopened if additional information is received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.